Manufacturer narrative:
The reported event of the helix would not retract was confirmed. As received, a complete lead was returned in one piece for analysis with the helix fully extended and clogged with dried blood/tissue. X-ray inspection revealed an overtorqued inner coil consistent with the procedural damage. The cause of the reported event of the helix would not retract was isolated to the helix being clogged with blood/tissue and the overtorqued inner coil. While cleaning, the helix was damaged during analysis. The reported event of no capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the right ventricular (rv) lead. Diagnostic imaging was performed, which revealed that the lead had dislodged. A revision procedure was performed to address the dislodgement, and during the procedure the helix failed to retract. The lead was explanted and replaced to resolve the event. The patient was stable with no consequences.